Manufacturer narrative:
The pump and infusion set(s) have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) level. The patient claimed that on (B)(6) 2011, she had a site issue and high bg. The patient reportedly performed a site change and claimed that her bg immediately started to rise. The patient reportedly performed a set change and her bg allegedly continued to rise up to "581mg/dl" with no symptoms or ketones. The patient performed another set/site change and her bg responded. Her bg level returned back into the normal range. The patient claimed that all the cannulas appeared straight and the tubing primed easily. The patient denied observing blood or air in the tubing. The patient declined to troubleshoot the pump. The patient did not save the infusion sets for review. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meets animas' criteria for a serious injury. It is unclear at this time if the patient's high bg level was attributed to a infusion set and/or insertion site issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose showed that the pump was delivering accurately and the total daily delivery correctly reflected the user programmed basal rates. No alarms related to the complaint were captured in the alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found. Unrelated to the complaint, the keypad was observed to be torn between the arrow keys and the ok button; all keypad buttons were found to be responsive when pressed. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.